Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) exactamix 1000 ml eva tpn bags leaked at the administration port during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6 (update codes), and h11. H4: the lot was manufactured april 22, 2023 to april 23, 2023. H11: two (02) actual devices and a photograph of a sample were received for evaluation. Visual inspection on actual samples and photo sample did not identify any abnormalities that could have contributed to the reported condition; leakage was not easily identified. Functional leak testing was performed and a leak was observed from the administration spike port of both bags. The reported condition was verified. The cause of the condition could not be determined; however, is most likely due to inadequate or lack for cyclohexanone applied to the spike port cap during the manufacturing process causing an incorrect bonding. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.